Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the health care professional noted early start of ce llulitis at wound site during post op staple removal. It was also stated that it was unlikely related to the device or therapy but related the implant procedure( surgery and anesthesia). It was also stated that issue was resolved without sequelae on (B)(6) 2013. Additional information was received from the healthcare professional (hcp). It was reported that the patient was administered keflex and then augmentin (antibiotics). Additional information was received from the healthcare professional (hcp). It was reported that the antibiotics were administered on (B)(6) 2013. Additional information from the hcp stated that more antibiotics were administered on (B)(6) 2013. Additional information was received from the healthcare professional (hcp). It was reported that on (B)(6) 2013 the patient was seen in the clinic for wound check. It was noted to be red and swollen. The patient started augmentin. They returned for follow up on (B)(6) 2013 and it was noted that the wound was well healed. No patient complications were reported as a result of this event.